Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at time of incident and current blood glucose level was 96 mg/dl. The customer was treated with bolus. The customer had symptoms such as nausea. Customer declined to troubleshoot for high blood glucose. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer to call back for assistance if high blood glucose persist. The insulin pump will not be returned for analysis.